Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead not successfully implanted due to lead incurred insulation damage during the procedure. This lead was never in service. No adverse patient effects were reported.